Manufacturer narrative:
In the initial MDR, the following information was known; however, was inadvertently not included. The initial implant date was (B)(6) 2017. Patient is a female with a date of birth of (B)(6). The following sections have been updated accordingly: age/date of birth: (B)(6). Gender/sex: female. If implanted; give date: (B)(6) 2017. Additional information received reported that the lens was explanted, (B)(6) 2017. Also, the reason for the explant was additionally noted as multifocal intolerance. The patient did not complain of the spider web or starburst effects, but that she saw worse after surgery with blurriness. Reportedly, the ocular surface, retina, and posterior capsule were not contributory in any way at any point in the post-operative period. The lens was well centered and clear without visible defects. Also, there were no complications, but there was an incision enlargement of 2.8mm. The replacement lens was a non-amo lens. The patient was reportedly doing fine at their one day post-operative visit with the doctor. No additional information was provided. The following sections have been updated accordingly: outcomes attributed to adverse event: required intervention. If explanted; give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) at this time, the lens has not been explanted. (B)(4. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis symfony toric model zxroo intraocular lens (iol) is planned for an explanted from a patient¿s operative eye as there was blurred vision and contrast sensitivity. The surgeon indicated the initial cataract procedure went well as tear film was sufficient and iol was aligned. The surgeon reported the retina and cornea are healthy. The visual acuity reported was 20/30, nearly plano, intermediate and near vision not good. In addition, the surgeon indicated the case may be an issue with the lens itself, or more likely with the patient. No further information was provided.